Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was intermittently observed to be fluctuating, which led to a pump shutdown. There was no adverse impact to the customer's blood glucose (bg) level related to the reported issue. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.